Event description:
The pt reportedly experienced sound quality issues between her external equipment and the implant. External equipment was exchanged. However, the problem was not resolved. Testing performed by the advanced bionics rep showed that the device was functioning normally. Surgery to explant the pt's device will be scheduled.